Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported that the display is dim. The customer contacted product support and requested for service assistance. The unit was not in use, and there was no reported patient or user harm. Product support discussed 1st generation lcd vs 2nd generation lcd with the customer. Product support provided parts ID for 2nd generation user interface assy and provided 2.10 software.

Manufacturer narrative:
G4: 22apr2020. B4: 11may2020. The biomedical engineer replaced the user interface assembly and upgraded the software to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.